Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that premature depletion of battery was suspected. The battery was charged at 75% in the morning on (B)(6), but the remaining battery was 0% at midnight on (B)(6). Calculation was made using wingevity, it was presumed that color occurred in about 3 weeks (follow up was made with the rep to clarify this statement). The ins was checked, and lead impedance and charging history record were confirmed. Charging was performed as usual and it was confirmed that the battery was charged for 5-6 hours to reach 100%. Communication using the patient programmer was performed and no issue was found. The cause of the issue was unknown. After the event occurred, charging could be performed and stimulation could be delivered, and the issue of rapid depletion did not occur again. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep clarified that depletion was not expected for another 3 weeks based on a calculation performed by the rep.